Event description:
Metal shaving found inside packing of stryker flyte hood, peel-away. Metal shaving was identified prior to opening onto the field. Product was removed from operating room. Ref: 0408-800-500, lot:0000822522, exp: 04/24/2028.